Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient changed the pod. The device was originally reported for pod hazard alarm after deactivation.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the printed circuit board (pcb). Additionally, the voltages of all three batteries were measured to be lower than expected. Initially the pod data was unable to be downloaded but was connected to an external power source and was able to connect to the master personnel diabetes manager (pdm). The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. Investigation of the device indicated that fluid was able to leak from a tear in the unexposed portion of the soft cannula. The leak from the unexposed soft cannula is confirmed as the root cause of the reported 0x3d alarm, the corrosion observed, and the low battery voltages. The top battery was observed to be swollen, the investigation could not determine the cause of the swollen battery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone14.3 cloud - cgm sensor type g6